Event description:
As reported by the user facility: rn tpn was programmed to run at 27ml for 1hr. Tpn was then programmed to run at 58ml/hr for 16hrs.order volume was 982mls and overfill was 50mls. Infused totals listed at 27ml for sec and 930.8ml for prim. Total infused was 957.8ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 and 11:09pm a primary set-up of 58ml/hr and 928ml followed at 11:25pm by a secondary start of 27ml/hr and 27ml. Secondary infusion completed with a volume infused to 27ml on (B)(6) 2024 and 12:26am and automatically turned over to primary infusion. Primary infusion entered kvo at 4:29pm with a volume infused to 928ml. Infusion was stopped at a volume infused of 930.89ml with no further infusions taking place that day. All information concerning this reported incident has been included in our trend analysis of the product line.